Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin squirted during prime and the screen was severely scraped. The customer¿s blood glucose level was unknown. Customer stated that affects the ability to read the screen. The insulin pump will not be returned for analysis.